Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the pacing mode was not captured, resulting in delay in treatment. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment was reported to be interrupted/delayed.

Manufacturer narrative:
There were no chirps emitted and no messages displayed or announced. Treatment was completed with an alternative device to resolve the issue; the patient outcome was stable transfer. The device was evaluated by the customer, leading to performing tests on the device. The results of testing on a simulator were no issues nor errors found. Operational checks were performed, there were no issues nor errors. The device history logs, patient event files (pefs), EKG tracing/strips were requested and were not available. There were no repairs or services performed as there were no issues nor errors identified with the device. Troubleshooting included evaluating the device with the customer. It was determined there was a need for an onsite device training by an application specialist to provide information regarding the proper use of the pacing option. Follow-up finding confirms that an application specialist provided device training to the users, including operating the device on the pacing option. Device is fully functional, returned to service, and remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by the customer.

Event description:
It was reported to philips that pacing is not being captured. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report has been updated from product problem to serious injury.

Event description:
Correction: it was reported to philips that pacing is not being captured. This report has been updated from product problem to serious injury as it has been conservatively assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure to pace. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.